Event description:
Dealer is stating that the left front socket screw is broken, advise dealer that we will send the whole kit, but need the whole kit returned with defective parts. Dealer is unaware of how it broke.